Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of "capsular contracture, baker grade iii/IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and seroma-late.

Event description:
Physician reported left side capsular contracture baker grade iii/IV, inflammatory capsulitis, and cloudy liquid. Device has been explanted and replaced.

Event description:
Physician reported left side capsular contracture baker grade iii/IV, inflammatory capsulitis, and cloudy liquid. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.